Event description:
The customer stated that architect intact pth results were elevated compared to another method (roche cobas) and were questioned by clinicians. The customer provided five examples. This emdr is for patient 2 of 5. No adverse impact to patient management was reported. Sid: (B)(6); architect (pg/ml): 1139.3; cobas (pg/ml): 686.

Manufacturer narrative:
Upon quality review of the follow-up emdr on (B)(4) 2013, it was discovered that manufacturer name was inadvertently left blank. This emdr is being submitted to correct the blank field.

Manufacturer narrative:
Assay performance was evaluated three different ways. Accuracy testing was completed to evaluate the assay performance. Only the routine portion of the testing was completed, and the results were acceptable. Due to limited reagent volume, the stat portion of the protocol was not able to be completed; therefore the testing was reported as inconclusive. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, it correlated well against the roche module e170. Four other assays were also evaluated against the e170 and all correlated well. 3. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. The trend review identified normal complaint activity. The ticket search identified atypical complaint activity for likely cause lot 00211h000, related to the issue under investigation. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. Incorrect or inadequate test result.